Event description:
The customer reported that following a diagnostic catheterization procedure on august 13, 1999, a vasoseal vhd kit size 3 was deployed. The staff stated that post-deployment "something white (sheath) was sticking out of the groin", and "the sheath came back with the red (hub) only". They stated that they "tucked the white part (sheath) under the skin". The physician was made aware and the pt returned to their room. Upon examination, the sheath was felt under the skin at the puncture site and a fluoroscopy of the groin revealed the sheath. The physician removed the sheath with a slightly larger incision and hemostats. Steri-srtips were applied to the site following manual pressure. No further complications were reported.